Event description:
Patient reported the infusion device has had high power consumption for 2 months and will shut-down automatically without providing an alert/error message. She has occasionally experienced hyperglycemia of 300-500 mg/dl. She did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnostic test system and meet the specifications. All alarm functions were tested successfully and no malfunction could be observed during the investigation.